Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Use after expiration. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The supera instruction for use states to use thd device prior to the use by (expiration) date as specified on the device package label. The expiration date is important for the sterility, efficacy and performance of the device. The investigation determined the reported complaint was user related. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified stenosed lesion in the common femoral artery (cfa) and the popliteal artery. A 4 x 100 mm supera veritas stent system was used successfully, without issue; however, after use, it was noted that the device was used after expiration date. There was no adverse patient effect or a reported clinically significant delay in the procedure. No additional information was provided.